Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. Caller treating with glucose tablets during call. The customer was assisted with calibrating the sensor. The customer did not troubleshoot and did not send the product back for analysis.